Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while disconnecting a saline flush syringe from the med line, the smartsite broke in half. The syringe was easy to remove with no added force applied. There was no report of any patient harm.